Event description:
It was reported that sometime post port placement procedure, the patient allegedly experienced erythema, pain and itching along port tunnel. It was further reported that micro leakage was noted. Reportedly, it was decided to remove and replace the old catheter with another catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the patient allegedly experienced erythema, pain and itching along the port tunnel. It was further reported that micro leakage was allegedly noted. Reportedly, it was decided to remove and replace the old catheter with another catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation and one photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted and the edges were noted to be uneven. The surface of the break was noted to be round and smooth. Kinks were noted throughout the catheter. Upon infusion, a leak was observed from the partial circumferential break. A leak was noted upon photo review. Therefore, the investigation is confirmed for the reported leak and the identified fracture, deformation and naturally worn issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2023), g3, h6 (device, result). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement procedure, the patient allegedly experienced erythema, pain and itching along port tunnel. It was further reported that micro leakage was noted. Reportedly, it was decided to remove and replace the old catheter with another catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. One photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted, and the edges were noted to be uneven. The surface of the break was noted to be round and smooth. Upon infusion, a leak was observed from the partial circumferential break. A leak was noted upon photo review. Therefore, the investigation is confirmed for the reported leak and the identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.